Event description:
Severe eye infection after using bausch and lomb renu with moistureloc while traveling on vacation; believe problem was attributed to contact lens solution because I don't use b&l renu at home; obtained trial b&l renu "carrying" sample from optometrist from prior visit, which I used only when traveling.